Event description:
It was reported that the mobile power unit (mpu) only alarmed when the patient was connected to the mpu. It was confirmed that the pins in the patient cable were straight and not bent. The mpu was also put on a mock loop and performed as intended. The patient was unsure of any visual alarms. The mpu had a v-lock connector on the ac power cord. The ac power cord did not come loose at the wall outlet or from the back of the unit. The patient was unsure of what happened. The mpu was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) alarming was unable to be confirmed through this analysis. The mpu (serial number (B)(6) ) was returned to the pleasanton service depot and appeared physically unremarkable. The mpu was powered on and connected to a test loop. During the evaluation period, the mpu ran for several days without triggering any alarms. The reported event of the mpu alarming was unable to be confirmed. A functional check was performed, and the unit passed all applicable tests. The unit was ready for use and was returned to the customer. A root cause for the reported event could not be conclusively determined through this analysis. The relevant sections of the device history records for the mobile power unit, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU, and heartmate 3 patient handbook are currently available. The IFU section 7, entitled ¿alarms and troubleshooting¿ and the patient handbook section 5, entitled ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), and the actions to take if the issue does not resolve. The IFU section 8, entitled ¿equipment storage and care¿ and the patient handbook section 6, entitled caring for equipment¿ explain how to properly care for the equipment. Additionally, the patient handbook section 10, entitled ¿safety checklists¿, instructs users to regularly inspect their accessories ¿ including their mobile power unit ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.